Manufacturer narrative:
The reported field event of device reset was confirmed. The device was above the elective replacement indicator (eri) upon receipt. Telemetry, pacing, sensing, impedance, high voltage (hv) output, hv shock and patient notifier were tested. The device functionality was found to be normal. The device reset occurred due to an uncorrectable code corruption while in shipped settings. However, the reset was not reproduced in the lab and the cause of the reset could not be conclusively determined.

Event description:
During an in-clinic follow-up, an non-maskable interrupt (nmi) related reset was noted on the device. Abbott technical support was contacted and assisted in completing a firmware restoration. The device was later explanted and replaced to resolve the event. The patient was in stable condition.